Event description:
It was reported that during device change-out, clear values were unable to be obtained. Stored egm revealed noise. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.